Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to pump the device. Upon revision, a fluid loss was identified, however, the cause of the fluid loss is unknown. A surgical procedure was performed to remove and replace the ipp. There were no patient complications reported.